Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: two batteries were not returned for evaluation. Log file analysis revealed that the batteries discharged as expected when in use. As a result, the reported event could not be confirmed; the batteries performed as expected. However, further analysis could not be performed as the batteries were not available for analysis. Other devices involved in this event: brand name: heartware ventricular assist system ¿battery. Model: battery / bat594420/ model #: 1650de/expiration date: 31-jan-2019, UDI #: (B)(4). Device available for evaluation?: no. Yes dev rtn to MFR? No. Mfg date: 31-jan-2018. Labeled for single use?: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the batteries were lasting less than three hours and were taking a long time to charge. The batteries remain in use. No patient complications have been reported as a result of this event.